Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca. Insulated gate bipolar transistors (igbts) q13 and q17 were shorted. The root cause of the shorted components could not be positively identified. Device evaluation of electrode belt sn (B)(4) is currently underway. Upon evaluation, the electrode belt would not communicate with a monitor. A supplemental MDR will be sent upon completion of service investigation of the device. There is no evidence to suggest that the device malfunction resulted in a serious injury or death.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on and that the patient's electrode belt malfunctioned. It was alleged that a treatment event occurred on (B)(6) 2016. The patient reported being treated five to six times and that after the last treatment the device would not turn on. In addition, it was reported that the therapy electrode (te) pads started to smoke after the last treatment. The patient was evaluated at the hospital and received an ICD. The ECG strips and device flag file data are not available for review at this time due to the inability of the monitor to power on. There is no evidence to suggest that the alleged treatment event resulted in a serious injury or death.